Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was exhibiting multi-organ failure and right heart failure (rhf). A tandem heart rvad was implanted for right heart support without subsequent improvement. The pt expired on (B)(6) 2012. The surgeon requested an analysis of the explanted pump for thrombus or any other abnormalities.

Manufacturer narrative:
The explanted device was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.